Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. During repair, it was determined that the device had insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the compact air drive device, it was determined that the motor of the device was worn. It was further determined that the device failed pretest for check the power with test bench, and check for air leak. It was noted in the service order that the direction of rotation could not be changed, the device was running in forward and could not be changed to reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.